Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing of the device was with a white cartridge. On the second firing across the staple line with a blue cartridge the reload fell apart inside the patient. All pieces were retrieved with the exception of a small piece of blue plastic. The surgeon made the decision to leave that piece in the patient. The procedure was completed as normal with the same device. No adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device was fired by a fellow, the attending surgeon made the decision to leave the piece in the patient. His rationale was that it would be more harmful to the patient to attempt to retrieve the piece of plastic than leave it in.

Manufacturer narrative:
(B)(4). Results: damaged cartridge. The analysis results found that the device was received in good visual condition and with a cartridge reload present. The reload was received partially fired 3/4 and with the cartridge pan dislodged. Additionally the cartridge deck was noted to be damaged where the firing stopped. The found damage on the cartridge deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Furthermore, the knife was noted to be nicked. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.